Event description:
It was reported the device system was removed so that the patient could have a magnetic resonance imaging (MRI). The lead broke off during the explant procedure and a portion of it remained in the patient. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information. The patient had 2 leads. The right lead was totally removed, but the left lead fractured at the top of the electrodes. X-ray showed that electrode 3 was below the lower aspect of the sacrum and the surgeon could not retrieve it. The only portion of the lead that was remaining was the electrodes. There was concern about the remaining lead fragment because the patient needed a full body MRI. It was noted lead fragments >3 cm would not heat during the MRI, but the actual size of the remaining lead fragment was not reported.

Manufacturer narrative:
Product ID 3093-28, lot # v059496, product type lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).